Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was successfully implanted in a transgastric position to treat a pancreatic cyst during a procedure performed on (B)(6) 2017. According to the complainant, post stent placement, the patient underwent a radiologic intervention due to delayed bleeding of a pseudoaneurysma of the splenic artery. Infection of the spleen occurred, as well as a splenectomy. A re-abscess occurred leading to external drainage. The axios stent procedure was deemed technically successful and therapy of won was not deemed an endoscopic clinical success. The axios was removed from the patient 46 days after stent placement. The won recurred after removal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The event has been updated with additional information received on september 21, 2017.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was successfully implanted in a transgastric position to treat a pancreatic cyst during a procedure performed on (B)(6) 2017. According to the complainant, post stent placement, the patient underwent a radiologic intervention due to delayed bleeding of a pseudoaneurysma of the splenic artery. Infection of the spleen occurred, as well as a splenectomy. A re-abscess occurred leading to external drainage. The axios stent procedure was deemed technically successful and therapy of won was not deemed an endoscopic clinical success. The axios was removed from the patient 46 days after stent placement. The won recurred after removal. Additional information received on september 21, 2017. According to the physician, the axios placement site had been examined with eus doppler prior to placing the stent. Post placement, the patient presented with symptoms of bleeding, and the bleeding was confirmed through imaging. The patient's pancreatic cyst had not resolved at the time the bleeding was noted. In the physician's assessment, the patient's pseudoaneurysm and bleeding were caused by the infected pancreatic walled-off necrosis (won) and were not related to the axios stent. The patient's bleeding was treated with a coil, which led to a spleen infarct and the subsequent splenectomy 18 days later. The physician also reported that the patient's re-abscess was peri-gastric and was not related to the axios stent. There were no further patient complications as a result of this event.